Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call to have received a sensor error and lost sensor. Troubleshooting was performed on sensor and it was found that sensor was not damaged. Customer's blood glucose was 37 mg/dl and was treated with five glucose tablets.